Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 500 mg/dl. Customer's father stated they had treated the customer's blood glucose with injections and the insulin pump. The father also reported the customer was receiving no delivery alarms on their insulin pump. It was found the infusion set was changed, but the alarms persists. The father declined to troubleshoot for the customer's high blood glucose. Customer's insulin pump will be replaced. No additional information provided.